Event description:
Implant failure due to poor oral hygiene and inadequate bone quality/bone quantity. At time of implant failure there was pain, swelling, and mobility. No additional information was provided.